Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this implantable pacemaker device was explanted due to advisory and recall. Moreover, this device is part of premature battery depletion (pbd) advisory. No additional adverse patient effects were reported. Additional information indicated that the device was prophylactically replaced. No adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to updates in the: b1 adverse event/product problem, b5 describe event or problem, e4 init rptr also sent rep to FDA, and h6 device codes fields. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This device exhibited the behavior described in the accolade high battery impedance field action but no product performance issues were identified indicating the device was exhibiting the safety mode in ingenio el pacemakers and crt-ps or the minute ventilation signal oversensing behaviors. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker was replaced because it was part of the field action populations, high battery impedance initiating safety mode in ingenio el pacemakers and crt-ps, accolade high battery impedance, and minute ventilation signal oversensing. No adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that this implantable pacemaker device was explanted due to advisory and recall. Moreover, this device is part of premature battery depletion (pbd) advisory. No additional adverse patient effects were reported.